Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer olympus representative (rep.) Requested a replacement for two broken connectors (maj-2110) with lot numbers unknown, not provided. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. This event includes two (2) reports to capture the two broken connectors. Report with patient identifier (B)(6) (maj-2110) lot number unknown. Report with patient identifier (B)(6) (maj-2110) lot number unknown. This report is for report with patient identifier (B)(6) (maj-2110) lot number unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the event occurred by external stress applied to the connecting tube. The stress was likely related to hitting a hard object to the item and/or applied force toward the wrong direction by the user. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿abnormality is detectable by performing the following inspection: preparation and inspection. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ also, ¿health professional,¿ was inadvertently selected on initial medwatch. ¿health professional¿ does not apply. Olympus will continue to monitor field performance for this device.